Event description:
The analyzer was returned with no information and it subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the device was out of electrical specification and would not initialize so testing could not be completed.